Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger cord. The patient's spouse reported that the patient couldn't get the charger to even light up. They stated the green light was on the box on the cord, but somewhere between that and the device itself, it wasn't making a connection so the recharger wasn't getting power. Sheathing pulled away near desktop charger pin and wires are exposed and possibly broken and not providing power to recharger. Patient services asked the caller if there was any visible damage to the cord and the caller stated that the wires were not broken, but the patient thought they might have been because someone must have pulled it by the cord instead of by the plug or something because the sheathing was pulled away from the plug itself and exposed a small section of the wires. When asked for an event date, the caller said it was just a couple days ago and that it was over the weekend so they couldn't call and forgot about it until now. A request was sent to repair to replace the desktop charger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of desktop charger ( serial no (B)(6) ) found " frayed cord", replaced cable assembly due to frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.